Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced halos, glare, and was unable to drive at night. The iol was exchanged in a secondary procedure and was replaced for monofocal lens. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Information was provided that the multifocal, company lens diopter (add power +2.2/+3.2) lens was replaced with an unspecified, monofocal lens model. Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. Follow up attempts were made. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).